Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. Two (2) drivers were returned for evaluation. Both driver tips showed the same fracture pattern. Each driver had a visible, angled approximately 45-degree plane which was relative to the driver's long axis. The surfaces also appeared to follow a spiral shape. Each driver tip also had one longer fracture line parallel to the drivers' long axis. These three observations support characteristics of a torsional failure pattern. The returned parts also included a portion of the tip from one of the fractured driver tips. This piece showed a small portion of one lobe chipped off at the very tip of the part. The vertical and transverse fracture lines then appeared to extend from this chip. This piece also appeared to be deforming --e.g. Uncurling or opening-- in a rotational manner. The small size factor of this piece and deformation made determining its origination ambiguous. The observations combine to support consistency with the application reported in the incident description. Beyond these observations, the multitude of additional factors present during a screw insertion inhibit a direct conclusion of the cause for each driver tips fracture.

Event description:
It was reported during a scaphoid surgery, two at3 mini stick fit drivers broke during implantation of other devices. It was reported the surgery was completed without further incident and did not affect the surgical outcome. It was reported there was no signigicant delay in the surgery. This report is related to report numbers 3025141-2023-00622, 3025141-2023-00624, and 3025141-2023-00625 for the other devices involved in this event.